Event description:
Livanova deutschland received a report that, during procedure, the erc was defective.there is no report of any patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the arterial clamp - ac arm short (500mm). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 livanova field service engineer was dispatched to customer facility and found a noisy clamp that was replaced. Functional verification safety test has been performed and the device was put into service. Reportedly, there was no impact on device functionality that may result in patient harm. Consequently, the event has been re evaluated as not reportable. Livanova will keep monitoring the market.

Event description:
See initial report